Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per dop114-811 and es9041. Found occluded anomaly during filling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not able to use the reservoir. The customer¿s blood glucose level was in the range of 150 mg/dl to 160 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer reported that the transfer guard was popped out and the vile of insulin was shattered when filling the reservoir. The reservoir will be returned for analysis.